Event description:
It was reported to baxter (B)(4) that the delivery tubing of an intermate sv 100 broke when venting before connecting to the patient. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the sample is available for evaluation by baxter. Baxter (B)(4) is in the process of contacting the customer to obtain sample availability. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of broken tubing was confirmed. The root cause was determined to be repeatedly clamping the same area on the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.